Event description:
On (B)(6) 2025 the user experienced hypoglycemia with a bg of 30 mg/dl after inserting a full insulin cartridge into the ilet without performing the rewind step while still connected to the infusion site. The user became hypoglycemic and was treated with glucagon and hospitalized at (B)(6) hospital from 16-oct-2025 to 21-oct-2025. The user has not yet reconnected to the ilet pending retraining.